Event description:
Customer reported an inform system blood glucose result of 113 mg/dl, lab result of 30 mg/dl within 10 minutes. Customer reported patient had symptoms of hypoglycemia, received no treatment based on meter result or lab result. A request was made for the return of the system, replacement was sent.